Event description:
Complainant alleged that while attempting to defibrillate a male pt, the clinician observed a spark and smoke from the attached stat pads. The clinician removed the pads from the pt to apply new ones, which worked fine; however, there was a small circular ring on the pt where the anterior pads were resting. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.